Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was emitting loss of prime alarms after exiting a hot tub. It was noted that the user had gone skiing prior to entering the hot tub. The user changed the cartridge and the pump primed most of the insulin out of the cartridge during the load step.